Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the foot control device had intermittent problems and was not working. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed the l-bracket was broken off and the housing was broken. Therefore, the reported condition was confirmed. It was determined that this was due to mishandling (user error) by dropping or hitting the device against something. The assignable root cause was determined to be due to user error, misuse and abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate